Event description:
It was reported that during a da vinci-assisted surgical procedure that the arm movements were very jerky and hitched. The surgeon moved to the other surgeon side console (ssc) and the movements were fine. The procedure was being completed as planned, with no reports of patient injury. Intuitive received the following additional information via follow up: the customer is unaware if the surgeon's head was in the viewer when the reported issue occurred, but it did occur while the surgeon was trying to manipulate the instruments. The instruments were moving in the correct direction; but the movement was jerky and not fluid.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse performed a system test drive, and no trouble was found. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse found no trouble with the reported issue. Customer was able to switch to surgeon side console (ssc2) due to the universal surgical manipulator (usm) jerky, hitched movements on ssc1. The fse's service visit did not reveal any issues related to the customer reported event.